Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-10078. It was reported the patient ((B)(6)) was no longer receiving effective stimulation. Diagnostic testing identified high impedances. X-ray imagery revealed a bad connection in both lead extensions. Surgical intervention took place on (B)(6) 2014, at which time, the neurosurgeon fixed the connection between the leads and lead extensions. Please note: additional device information was requested; however, no further information was available at the time of this report.